Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old native american/caucasian female patient who underwent breast prostheses implantation with mentor saline devices in 2001 developed bilateral pain beginning in 2007. The patient also reported right underarm pain, autoimmune disease, endometriosis, bone spurs and tears in the shoulder and neck. It is unclear whether or not the patient had any of these issues prior to implantation. Follow up is in progress. Should more information become available, this case will be re-assessed and notes will be updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.